Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutnl results in the risk stratification range for two patients generated by the access 2i (lxi) immunoassay analyzer. The samples were repeated on an alternate unit and lower results were obtained. The erroneous results were reported out of the laboratory. No death, injury, or change to patient treatment has been reported in connection with this event.

Manufacturer narrative:
The samples are lithium heparin that were centrifuged at 3500 rpm for 10 minutes. Low level accutni qc was out of range on (B)(6) 2010, however, upon repeat the results were within established ranges. A bci field service engineer (fse) replaced the wash valve rotor and verified the repairs per established procedures. All testing met specifications. A clear root cause can not be determined for this event.